Event description:
The company was recently informed that the pt had a skin flap revision surgery due to device extrusion approx eight months following the original implant surgery. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.